Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) evaluated the device onsite. The fsr did not find any faults or errors on the ventilator. The bypassing humidifier performance test passed. The fsr performed the 2k preventative maintenance and the unit meets factory specifications. In the event that additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the mean airway pressure was fluctuating and the alarms were going off, while the device was on a patient. There was no patient compromise.